Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and insulin pump was exposed to water then insulin pump was turn off . The patient¿s blood glucose level was 185 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No blank display anomalies noted during testing. Insulin pump passed self test, off no power test, unexpected restart error test and displacement test. The stop (idle) current test and run current test were in specification. Insulin pump received with moisture damage on electronic board stack, moisture damage on motor assembly and moisture damage on force sensor resistance.